Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high threshold and low impedance. The lead was partially explanted and capped. No patient complications have been reported as a result of this event.